Manufacturer narrative:
The analysis of the sample image/sample foam detection (sfd images) showed white particular matter and particles in the pipetting area. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (white particular matter) at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 788.0 ng/l. The initial result was identified as a critical value, and the sample was repeated. Repeat result: 10.3 ng/l. Based on the patient's clinical diagnosis and the sample results, the repeat result of 10.3 ng/l was considered correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was within the acceptable ranges. The investigation is ongoing.